Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. During testing an upstream occlusion sensor was found to be defective, and the customer stated problem of "downstream occlusion" could not be duplicated. The pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor.

Event description:
It was reported that the home screen of the device indicated a high priority alarm / downstream occlusion. There was unknown patient involvement and unknown signs or symptoms experienced.